Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2019, product type: screening device. Product ID: 977d260, serial#(B)(4), product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 05-oct-2022, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(4), ubd: 05-oct-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a trial patient with an wireless external neurostimulator (wens). It was reported that the rep did a trial and the patient had great right side coverage on the table. In post-op, the patient only had slight right side coverage. The rep felt the leads shifted, but as they turned both up,there was still only slight right side coverage. The rep said the issue possibly occurred moving from the table to the bed. The rep tried reprogramming, but the issue was not resolved. No further complications were reported.